Manufacturer narrative:
(B)(4).

Event description:
The pump dosing was changed as follows: fentanyl from 4500 to 9000 mcg/ml, demerol from 4.5 to 9 mg/ml, and bupivacaine from 4.5 to 9 mg/ml to deliver in flex mode a 2620.07 mcg/day. The next day, the pt was throwing up. The pt presented to the ER with overdose/flu-like symptoms on (B)(6) 2011. A naloxone drip was started. The pt was hospitalized. It was reported that a bridge bolus was not performed when the drug concentrations were changed. It was later reported that a bridge bolus was performed. The pt was released from the hospital and was doing well; a virus was suspected of being the cause for pt's recent symptoms.